Manufacturer narrative:
The field service engineer (fse) replaced a split (torn) piece of tubing going through pinch valve (pv49) from fitting ff-173 to ff 183 to resolve the issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported that an undetermined amount of diluted cleaner leaked from the coulter hmx hematology analyzer w/ autoloader and puddled under the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.